Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Add'l MFR narrative: the blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by the facility.